Event description:
Foley catheter inserted at 1520. At 2245 attempted to deflate foley balloon to allow pt to push. Would not deflate. Nurse cut off foley tubing above inflator junction in attempt to deflate balloon, again no fluid return. Balloon deflated with 25 gauge needle at 0010 (9/3/94) after delivery of infant via cesarean section. No injury to pt.